Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the host module was replaced. The system was tested and found to meet product specifications. The system was manufactured on october 7, 2015. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system hungs up intermittently prior to a cataract surgery with intraocular lens implant procedure. The system was rebooted to perform the procedure.